Event description:
Caller reported a malfunction on the pump identified as a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump, and after the reset, the malfunction did not recur. Customer was advised to continue using the pump and to reach out again if the issue reappeared, which the caller understood.